Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The following follow-up information/medical records were received on (B)(6) 2015. Patient was initially seen on (B)(6) 2014. Patient has keratitis sicca (dry eye) in both eyes (ou) and uses restasis, omega-3 and preservative free artificial tears. Medical history includes hypertension, hyperglycemia, arthritis, osteoporosis and thyroid disease. Previous procedure for ptyg (pterygium). Visual acuity (va) with glasses right eye (od) 20/25 and left eye (os) 20/20. Visual acuity uncorrected od 20/150, os 20/200. A supplemental MDR is being submitted for both left and right eye. One week post op patient states vision good day and night, near and distance os. Notes indicate patient had refractive surgery during cataract surgery. Va for os without correction is 20/20 j1 for near. The manufacturing record review was performed. There were no associated nonconformity reports or deviations. There were no process and / or material changes within the production order number. The in-line optical inspection data shows the lens was within power specification. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported that she has experienced halos and glare in the right eye since her tecnis multifocal was implanted (B)(6) 2014. She also indicated that her visual acuity is not good because she has to get too close to the computer monitor and wear glasses for reading. She indicated that her surgeon performed a lasik procedure on the eye at the same time and the cataract removal procedure to treat her astigmatism. She finds it difficult to perform daily activities and needs to wear sunglasses at night when driving due to the glare.this MDR is for the left eye.

Manufacturer narrative:
Correction data: (B)(4). All pertinent information available to abbott medical optics has been submitted.